Manufacturer narrative:
This correction is being sent to report this as a duplicate report. This complaint has been filed under 2518422-2024-100061. All reporting will be done under 2518422-2024-100061. This is a duplicate report.

Event description:
The manufacturer received information alleging a ventilator alarmed and was not functioning. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under, 501k number: k121623.